Event description:
It was reported that an unspecified time period after a greenfield vena cava filter was placed, five legs of the filter were noted to have perforated the vena cava. No corrective action has been taken. The patient reportedly is `fine', however experiences some abdominal pain.